Event description:
It was reported that while tapping a hole in the patient's bone, the tap sheared off. The sheared tip remains in the patient.

Manufacturer narrative:
The device did not return for investigation. The lot number was not provided; therefore, a review of the device history records cannot be performed. Radiograph images were provided which confirm the complaint. Based on the information, the root cause is unknown. Multiple attempts have been made to obtain information. If additional information and/or the device are provided, a supplemental report will be filled accordingly.